Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead had high pacing impedance. Oversensing and far field r-wave (ffrw) oversensing were noted. Follow up with the company representative indicated the lead had previously been reprogrammed and further actions will be addressed at the device change out. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 69436536 lead, implanted 1999-(B)(6). (B)(4)

Event description:
It was reported that the atrial lead had high impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead fractured and capped and replaced.